Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that the patient had a 2 week history of increased spasticity. The plan was to do a roller study and catheter access port (cap) dye study. The cause of the increased spasticity was possible catheter issue; ¿kinked.¿ the location of the issue on the catheter was unknown. Additional information later reported that the patient had been scheduled for a catheter revision on (B)(6) 2014. It was unknown if catheter segments were left in the intrathecal space. The patient recovered without permanent impairment. Other medications the patient was taking at the time of event included baclofen 10mg and neurontin 600mg. The pump system was delivering lioresal.